Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated, they reloaded sample ID (B)(6) on the system. The sample correctly showed the correct patient's name. The customer found an error (500 03 01 - incorrect record type received) listed in the event log that occurred before the event. Siemens is investigating the event.

Event description:
One patient's name (sample ID (B)(6)), whose sample was loaded ten minutes previously, appeared on another patient's sample (sample ID (B)(6)) on an advia centaur xp's worklist summary. The results presented were correct for their respective sample ids; however, one patient's name was incorrect. There are no known reports of adverse health consequences due to the patient's name appearing on another patient's sample.